Event description:
Philips received a complaint on the patient information center ix indicating that the sound at the overview station is not working. The volume setting is at 10; system not audio alarming for sounds on the monitor. The device was in use on a patient at time of event, there was no adverse event reported.

Manufacturer narrative:
He following functional tests and communications were performed: a philips remote service engineer (rse) and clinical support specialist communicated with the customer regarding the issue of no audible alarm tones at the pic ix overview surveillance station, despite the volume being set appropriately. The primary monitoring station was confirmed to be functioning as expected, with no patient care impact reported. The customer was instructed to check the external speaker connection at the overview station. Remote troubleshooting was not possible due to lack of remote access, so the on-call biomed was advised to contact philips for further support if needed. The system was returned to use with limitations as accepted by the customer, and no follow-up were requested. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.